Event description:
It was reported that the patient for a follow-up check. Upon review, the atrial lead exhibited high and out of range pacing impedance. The physician noted that the lead was naturally worn. The lead was explanted. The patient condition was unknown.